Manufacturer narrative:
The procedure films were received and an independent film review was performed. In summary, the reviewer suggests that the no re-flow experienced during the case was more likely due to the distal embolization of intraluminal thrombus (present prior to stent placement) or atherosclerotic material which was exacerbated with the forceful removal of the inflated balloon. There was no angiographic evidence that a piece of the guide catheter had avulsed as suggested by the initial reporter. Furthermore, if this had occurred, the reviewer feels that the event would not have been reversible. Inspection of the stent delivery system confirmed the slow deflation of the balloon as reported by the account. Microscopic examination revealed a "notch" at the transition seal that was causing a partial obstruction of the inflation lumen. Mfg records for this lot were reviewed and results indicate that product met quality requirements for product acceptance. The root cause of the notch has not been established thus far. However, this issue was determined to be manufacturing related. Following deployment of a 3.5 x 33mm cypher select to the right coronary artery (rca), the physician was unable to deflate the balloon. As he was unable to withdraw the sds back into the cordis 7 fr guide catheter, it was necessary to remove both devices as a single unit. During this time, the pt experienced st elevation that was treated pharmacologically. The unidentified pt underwent cypher stent implantation to a type b1, de novo lesion in the rca. The target lesion was not calcified or tortuous. A cordis 7 fr guide catheter was placed for access and the lesion was pre-dilated with a voyager 2.5 x 20 mm balloon at 8 atms x2 followed by cypher stent deployment at 18 atms. This is above the recommended deployment pressure per the instructions for use. Post-dilatation was conducted but details are not available. Upon removal of both devices, the balloon on the sds was reported to be intact. However, the procedural physician suggests that material from the guide catheter may have dislodged into the target vessel resulting in the st elevation, as there was no restoration of flow upon removal of the devices. The physician also notes that no vessel spasm was present. Nevertheless, flow was restored following the administration of adenosine and verapamil. An independent review of the angiogram was conducted and the findings suggest a significant thrombus burden in the distal to the severe narrowing which may have been further impacted by the removal of an inflated balloon leading to the distal embolization and no re-flow phenomena. There is no angiographic evidence that a part of the guide catheter had dislodged and had this occurred the event would likely not have been reversible. In conclusion, the balloon deflation difficulty reported by the account is a confirmed mfg defect. The cause of the possible dislodgement of material from the guide catheter and the difficulty in removing the sds through the guide catheter cannot be determined as the product was not returned for analysis. The no re-flow and associated st elevation may be related to a combination of vessel characteristics (thrombus) and the deflation/withdrawal difficulty noted. However, the exact cause cannot be determined. Please note that the product is not distributed, however, it is similar to the product. This is one of two products used in the same pt and reported under mfg report numbers 9616099-2006-00991 and 9616099-2007-00100.

Event description:
The report we received from our affiliate indicated that, after the deployment of a 3.5 x 33 mm cypher select stent at 18 atm (rated burst pressure is 16 atm), the balloon failed to deflate. It was not possible to get the entire balloon back into the guide catheter. Subsequently, the pt experienced st elevation. The stent delivery system (still at 18 atm) and guiding catheter were retrieved as a unit. Post-balloon removal there was no reflow down the vessel and this was treated with gtn (adenosine and verapamil). As reported, the physician thought part of the guide catheter material broke and dislodged, as the pts st's were elevated and there was no reflow once the balloon and guiding catheter were removed. There was no vessel spasm, however, gtn was given to help restore flow down the vessel. Timi iii flow was achieved (from timi ii).